Event description:
The user facility reported that the device overheated during testing prior to a procedure.  Although requested, there was no information available regarding patient involvement, delay, medical intervention, and adverse consequences.